Event description:
It was reported volume discrepancy occurred at the last refill ((B)(6) 2015) where the expected volume was 2ml but the actual volume was 12ml. The patient reported an increase in back pain and less than 50% therapy relief in the back. The patient thought the pain may relate to a ¿hard fall down stairs¿ when she landed on her back approximately two months prior to the date of this report and she had been in a lot of pain after this. The healthcare professional (hcp) agreed that the pain may be related to the fall. A dye study was performed that confirmed the catheter was out of the intrathecal space. A large break in the catheter was seen in the pump segment halfway between the pump attachment and the spinal segment. A roller study confirmed the pump was functioning as intended and no issues were found in the logs. The product issue was not resolved at the time of this report. The hcp was scheduling the patient for a catheter replacement but the date and time was not yet known. The patient was alive with no injury at the time of this event. The pump was used to infuse morphine (unknown) and bupivacaine. No intervention or outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
On 2015-07-15, information was received from a healthcare professional (hcp) and manufacturer' representative via mpxr (mobile product experience report) regarding a (B)(6) year old female patient receiving morphine (infumorph) (10mg/ml, 0.5mg/day) via an implanted infusion pump. According to the patient the catheter "stopped working at the beginning of the years" and she had not been receiving effective therapy since then. Withdrawal occurred. During a pump replacement procedure for normal battery depletion (see general text), the catheter was replaced and the explanted catheter was discarded. The issue was reportedly resolved following replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11331r03, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4) no longer applies to the event.